Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio removed the device's system pcb assembly for further testing. The device was scrapped by physio-control and the customer received a replacement device. Physio-control further evaluated the removed system pcb assembly and was still unable to duplicate the reported power issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.